Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The complaint product sample was not physically received for evaluation, neither photos nor videos were provided from the customer. Since the lot number of product involved is unknown a shipping search on product delivery search system was performed of the lots delivered to the patient within three months prior to the event date. At this time a search in the product delivery search system was performed to verify product availability for alternate samples at the distribution centers. According to the product delivery search system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. A DHR review was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. Based on the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported the patient has peritonitis. Upon follow up, the pdrn stated the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the pdrn, the pd culture generated growth of candida and the patient was diagnosed with peritonitis. The patient was initially treated intra-peritoneal (ip) antibiotics (medications not provided). However, subsequently on 28/dec/2022 the patient went to the hospital due to ongoing abdominal pain. The patient was treated in the hospital (details unknown). The patient was discharged (date unknown) and will continue pd with the same cycler. The pdrn stated the event is not related to any fluid leaks or any issues with fresenius products. The pdrn attribute the event to the patient not washing their hands, breach in aseptic technique. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture grew candida which are yeast that live on and in the human body. Based on the reported information. The patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique from the patient not performing hand hygiene. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported the patient has peritonitis. Upon follow up, the pdrn stated the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the pdrn, the pd culture generated growth of candida and the patient was diagnosed with peritonitis. The patient was initially treated intra-peritoneal (ip) antibiotics (medications not provided). However, subsequently on (B)(6) 2022 the patient went to the hospital due to ongoing abdominal pain. The patient was treated in the hospital (details unknown). The patient was discharged (date unknown) and will continue pd with the same cycler. The pdrn stated the event is not related to any fluid leaks or any issues with fresenius products. The pdrn attribute the event to the patient not washing their hands, breach in aseptic technique. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.